Event description:
It was reported that, "put in a constrained liner, trident 0 degree into the existing cup after removing old liner. The doctor put the hip through range of motion and the inner bearing on the constrained acetabular insert popped out when putting it through the range of motion."

Manufacturer narrative:
Device is not available for eval. No eval will be performed. Additional info has been requested and if received will be provided on a supplemental report. Device evaluation anticipated, but not yet begun.